Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Moisture under the lens, unclear image. This event occurred at the time to during use. There was no report of patient harm.

Manufacturer narrative:
We have performed a gfe on (B)(6), 2023 and found that this defect occurred during a normal procedure and the procedure was completed with the spare scope or the scope in question. Based on the gfe results, we have performed dt again and determined that reporting was unnecessary. Therefore, we would like to submit this supplemental report.